Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day after placement of the foley catheter, when the physician tried to drain water, not everything came out.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection of the sample noted that using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no issues. Balloon concentricity ok. With the return syringe attached the catheter balloon passively deflated within 34 seconds with no issues. The reported event could not be replicated. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. As the reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day after placement of the foley catheter, when the physician tried to drain water, not everything came out.